Event description:
On (B)(6) 2014, the reporter contacted animas alleging that when rebooted; the pump powered on to the temp basal screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2018 with the following findings: on investigation, the pump powered on normally to the verify screen. The pump was exercised for 24 hours without any temp basal programs recorded during that time. All keypad buttons responded normally without any hypersensitivity or sticking. Investigation did not duplicate the complaint of the pump powering on to the ¿temp basal¿ screen. Unrelated to the original complaint, the display screen was noted to be dim/discolored.